Manufacturer narrative:
D10: concomitant devices: 02-012-44-4017 - logic psc tib ins sz 4 17mm. 02-012-60-1880 - tru stem ext 18mm x 80mm. 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. 02-010-06-0541 - tru post. Aug. Size 4, 5mm. 02-012-60-1440 - tru stem ext 14mm x 40mm. 204-70-00 - tibial stem ext. Screw. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 86 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, instability, synovitis, extensive osteolysis due to poly wear, poly wear of insert and patella, pitting and delamination of the poly insert, and bone loss. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2024-01970. 1038671-2024-01972 correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-01970 and #1038671-2024-01972.